Manufacturer narrative:
Model #/lot # other # field is populated with the UDI number. Expiration date: ni.

Event description:
A report was received that the patient was experiencing pain in the leg. The patient will undergo an explant procedure. No further information could be obtained.